Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint from japan reports a revision of a knee secondary to ¿mucoid degeneration (acl) caused the issue¿. Mucoid degeneration is a rare pathological affection of the anterior cruciate ligament (acl). Mucinous material within the substance in the acl produces pain and limited motion in the knee. The surgeon does not blame the implants. No clinical/medical documents have been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. As stated in the complaint, the probable cause for this event is likely mucoid degeneration.

Event description:
It was reported a revision surgery was performed due to pain and loosening. Mucoid degeneration (acl) caused the issue. Surgeon does not blame the implants.